Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown, information not provided. If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted. Device evaluation: the product was returned to the manufacturing site for evaluation. The dcb00 simplicity preloaded device was received in the original box. The cartridge component was observed correctly engaged into the preloaded unit. The plunger is partially advanced. Visual inspection using magnification was performed. The lens was observed stuck and torn at the cartridge tube. The rod tip overrides the lens in cartridge. No residues of lubricant were detected in cartridge. The use of balanced salt solution (bss) could not be determinate on the return. No assembly errors were identified on the return. The push rod was observed straight, and the rod tip is not bent/kinked. The reported issue of iol torn was verified. However, there is no evidence to suggest that the complaint sample has been affected by the manufacturing process. No product deficiency was identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional investigation request (ir) for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) had loading issue. Additional information confirmed that the lens could not be deployed and it was torn in the process. There was no patient contact. The event was observed during handling but prior to insertion. No further information is available.